Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 4-month-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity and blood pressure high. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 5 months 5 days after insertion of essure. On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2009, the patient experienced alopecia ("hair loss"). On (B)(6) 2009, the patient experienced migraine ("migraines/ migraines / headaches"). On (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2009, the patient experienced vulvovaginal mycotic infection ("vaginal infections (yeast)"). On (B)(6) 2010, the patient experienced rash ("rash"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6)2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ chronic"). On (B)(6) 2015, the patient experienced nausea ("nausea"). On (B)(6) 2016, the patient experienced pelvic pain ("pain"). On (B)(6) 2017, the patient experienced post-traumatic stress disorder ("psych injury/ psychological or psychiatric problems condition: ptsd"), depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced skin disorder ("skin condition"), headache ("headaches"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), bipolar disorder ("bi-polar disorder"), back pain ("back pain"), arthralgia ("joints pain") and pain in extremity ("legs pain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, dysmenorrhoea, dyspareunia, rash, skin disorder, post-traumatic stress disorder, vaginal discharge, fatigue, alopecia, migraine, headache, nausea, bladder disorder, urinary tract disorder, vaginal haemorrhage, vulvovaginal mycotic infection, depression, anxiety, bipolar disorder, allergy to metals, pelvic pain, back pain, arthralgia and pain in extremity outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, back pain, bipolar disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, post-traumatic stress disorder, rash, skin disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), rash, skin condition, psych injury diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure confirmation test(s) conducted (unspecified) : bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-dec-2019: plaintiff fact sheet received. Events per pfs: abnormal bleeding (vaginal), vaginal infections (yeast), depression, anxiety, bi-polar disorder, nickel allergy, pain, back pain, joints pain and legs pain. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right essure appeared embedded in cornua') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included insomnia and snoring. Previously administered products included for an unreported indication: lisinopril, naproxen and fluoxetine. Concurrent conditions included morbid obesity and blood pressure high. On (B)(4)2008, the patient had essure inserted. On (B)(4)2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 5 months 5 days after insertion of essure. On (B)(4)2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(4)2009, the patient experienced alopecia ("hair loss"). On(B)(4)2009, the patient experienced migraine ("migraines/ migraines / headaches"). On (B)(4)2009, the patient experienced allergy to metals ("nickel allergy"). In (B)(4) 2009, the patient experienced vulvovaginal mycotic infection ("vaginal infections (yeast)"). On(B)(4)2010, the patient experienced rash ("rash"). On (B)(4)2010, the patient experienced fatigue ("fatigue"). On (B)(4)-2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(4)2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ chronic"). On (B)(4)-2015, the patient experienced nausea ("nausea"). On (B)(4)2016, the patient experienced pelvic pain ("pain"). On(B)(4)-2017, the patient experienced post-traumatic stress disorder ("psych injury/ psychological or psychiatric problems condition: ptsd"), depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), skin disorder ("skin condition"), headache ("headaches"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), bipolar disorder ("bi-polar disorder"), back pain ("back pain"), arthralgia ("joints pain") and pain in extremity ("legs pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy ,removal of essure coils )). Essure was removed on (B)(4)2019. At the time of the report, the embedded device, menorrhagia, dysmenorrhoea, dyspareunia, rash, skin disorder, post-traumatic stress disorder, vaginal discharge, fatigue, alopecia, migraine, headache, nausea, bladder disorder, urinary tract disorder, vaginal haemorrhage, vulvovaginal mycotic infection, depression, anxiety, bipolar disorder, allergy to metals, pelvic pain, back pain, arthralgia and pain in extremity outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, back pain, bipolar disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, post-traumatic stress disorder, rash, skin disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), rash, skin condition, psych injury diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.3 kg/sqm. Hysterosalpingogram - on (B)(4)-2008: essure confirmation test(s) conducted (unspecified) : bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(4)2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('right essure appeared embedded in cornua') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included insomnia and snoring. Previously administered products included for an unreported indication: lisinopril, naproxen and fluoxetine. Concurrent conditions included morbid obesity and blood pressure high. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), 5 months 5 days after insertion of essure. On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2009, the patient experienced alopecia ("hair loss"). On (B)(6) 2009, the patient experienced migraine ("migraines/ migraines / headaches"). On (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2009, the patient experienced vulvovaginal mycotic infection ("vaginal infections (yeast)"). On (B)(6) 2010, the patient experienced rash ("rash"). On (B)(6) 2010, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ chronic"). On (B)(6) 2015, the patient experienced nausea ("nausea"). On (B)(6) 2016, the patient experienced pelvic pain ("pain"). On (B)(6) 2017, the patient experienced post-traumatic stress disorder ("psych injury/ psychological or psychiatric problems condition: ptsd"), depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), skin disorder ("skin condition"), headache ("headaches"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), bipolar disorder ("bi-polar disorder"), back pain ("back pain"), arthralgia ("joints pain") and pain in extremity ("legs pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy removal of essure coils and salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, menorrhagia, dysmenorrhoea, dyspareunia, rash, skin disorder, post-traumatic stress disorder, vaginal discharge, fatigue, alopecia, migraine, headache, nausea, bladder disorder, urinary tract disorder, vaginal haemorrhage, vulvovaginal mycotic infection, depression, anxiety, bipolar disorder, allergy to metals, pelvic pain, back pain, arthralgia and pain in extremity outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, arthralgia, back pain, bipolar disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, post-traumatic stress disorder, rash, skin disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), rash, skin condition, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure confirmation test(s) conducted (unspecified) : bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: mr received: reporter added, medical history added, historical drug added, event essure appeared embedded in cornua added and made medically significant and intervention required due to surgery. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse) / chronic"), rash ("rash"), skin disorder ("skin condition"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, dysmenorrhoea, dyspareunia, rash, skin disorder, psychological trauma, vaginal discharge, fatigue, alopecia, migraine, headache, nausea, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, psychological trauma, rash, skin disorder, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), rash, skin condition, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test(s) conducted (unspecified) : bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Previously reported event "injury" was replaced with "dysmenorrhea (cramping)", events - "dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), rash, skin condition, psych injury, vaginal discharge, bladder problem, urinary problems, fatigue, hair loss, migraines, headaches, nausea", lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformance data; should any new and reportable provided in a supplementary report.